Manufacturer narrative:
A review of the clinical data confirmed the customer's report. It was found that the device displayed a red "x" and prompted a "change batteries" message upon power up. When the clinician attempted to deliver energy, the device prompted "change batteries" and was not able to discharge energy at 200 joules. Our investigation found that the device's configuration was set to perform the self-test every day, and to prompt to change batteries at 3 years. When the device recognized that the batteries were installed for 3 years, it changed the columb counter to 19%, to trigger a red x condition. The device's activity log confirms that the device was in a red x condition for approximately 6 months prior to the customer report. Based on the configuration of the device, and the life of the batteries, the device was operating to specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device returned a "shock advised" determination, however then prompted "change batteries" and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.